Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered lower abdominal pain, constant and sometimes excruciating pain, lower abdominal region swelling and debilitating pain, incontinence. The patient also states that sexual intercourse is difficult as it results in severe pain afterwards. There is abdominal swelling, pain and bladder spasms.